Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was causing diaphragmatic stimulation even at low voltages and there were some that did not capture. Bi-ventricular (bi-v) pacing was turned off and he lead remains in use. No patient complications have been reported as a result of this event.